Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the surgeon asked the scrub nurse to clean the blade. According to the requirements, the scrub nurse activated the blade in a cup containing saline solution and noticed that half the blade was missing. The piece of blade had been found on the floor of the operating room. Despite several attempts on when exactly the blade broke or if the nurse touched the metallic cup with the blade. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Account alleged that when the bed is lowered it will get to a certain point and stop and raise all the way to the top and then lower again. The bed has unintentional movement.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade